Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device had a defective main board. The main board was replaced and the device passed all testing to manufacturer specifications.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while on a patient. The customer reported that there was no patient harm and the patient was moved to a back up device.